Event description:
Pt reported experiencing preiodic elevated blood glucose (200-400 mg/dl), whiel wearing the device. Pt indicated that the device had generated an occlusion error (04 error); however, pt stated that their blood glucose is elevated only late at night, or early in the morning. Pt stated that a pt believes the device's bolus function is not working properly